Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled: "analysis of the outcome in male and female patients using a unisex total knee replacement system" literature article "analysis of the outcome in male and female patients using a unisex total knee replacement system" (2008) by d. F. Dalury et al. Published by the journal of bone and joint surgery doi:10.1302/0301-620x.91b3 was reviewed. The article purpose: to determine if there were significant differences in outcome between male and female patients undergoing tkr using a modern unisex knee replacement system. The article reports: between june 1996 and december 1997, 1970 tkrs were performed at eight centres in 1512 patients, 1054 with unilateral and 458 with bilateral procedures. After applying inclusion/exclusion criteria, this left 986 patients within the study. The authors concluded that there was little difference in outcome between the genders treated by a modern unisex design of total knee replacement in this study. All patients recieved pfc sigma implants and all were cemented (some received cruciate retaining and some received cruciate substituting implants). Patella resurfacing was not mentioned within this article. Due to insufficient information, it is not known which complications were associated with which particular product and therefore, quantities will not be given. Depuy products involved: pfc sigma cr and pfc sigma cs. Complications: aseptic loosening (3), osteolysis (22), surgical intervention (40).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.